Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results for the alinity ca 19-9xr for one patient. The result did not match historical results. The sample was repeated with lower results. The following data was provided. Sid (B)(6)processed on (B)(6)2024 initial result = 609.89 u/ml repeat result = <2.06 u/ml historical result = 2-3 u/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for lot 57815fp00 did not identify an increase in complaint activity related to the issue under review. A review of ticket tracking and trending for the alinity I ca 19-9xr assay was performed and no trends were identified. A device history review was performed on the lot 57815fp00 which did not identify any non-conformances, deviations, or potential non-conformances associated with the complaint. Non-statistical trend review did identify an increase in complaint activity for the issue under review. Further investigation reviewed historical performance of reagent lot 57815fp00 using world wide data for the alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 57815fp00 is within the established control limits. The historical performance of the reagent lot will be used in place of retained file sample analysis. Therefore, no unusual reagent lot performance was identified for 57815fp00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I ca 19-9xr reagent lot 57815fp00.

Event description:
The customer observed falsely elevated results for the alinity ca 19-9xr for one patient. The result did not match historical results. The sample was repeated with lower results. The following data was provided. Sid (B)(6) processed on (B)(6) 2024 initial result = 609.89 u/ml repeat result = <2.06 u/ml historical result = 2-3 u/ml no impact to patient management was reported.